Event description:
During service of the unit a will not startup on internal battery condition was found. Replaced motor board, due to capacitor c46 and integrated circuit u16, to correct the failure mode.